Event description:
It was reported that the patient presented in clinic due to an infection. The entire implantable cardioverter defibrillator (ICD) system was explanted. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device. The reported field event of an infection without identified device issue was not confirmed in the laboratory. The device was tested on the bench [and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
Product returned on 27 oct 2021.